Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
A mobi-c was removed in a revision surgery after device subluxation and prosthetic angulation was found during x-rays. The patient was reported to be doing well post-operatively and has seen improvement of her bilateral hand paresthesia.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Reference and lot number of concerned device are not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of traceability and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress. Product location unknown.

Event description:
Mobi-c p&f us : revision surgery. Information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose heterotopic ossification, device malfunction, and device removal. Additional information was received on june 22nd 2019: the surgeon provided additional informations about two cases , treated in two separates reports. This case is related to mobi-c p&f us revision surgery. The patient is a (B)(6) year old female, underwent an initial procedure at (B)(6) hospital on (B)(6) 2016 consisting of an anterior c5-6 discectomy, excision of anterior and posterior dense osteophytes, intradiscal calcification, partially calcified posterior longitudinal ligament and bilateral hypertrophic uncovertebral joints followed by an ldr mobi-c reconstruction arthroplasty. Up until (B)(6) 2017 follow-up visit, her pre-operative pain and paresthesia remained much improved. Her symptoms apparently worsened after lifting luggage from an airplane¿s overhead bin followed by her father¿s severe illness that kept her at bedside including sleeping in a chair day after day. Her pre-operative left arm paresis remained completely resolved. A (B)(6) 2018 cervical spine series demonstrated some increased subluxation of c5 on c6 and prosthetic angulation compared to previous x-rays. The cervical spine multi-view x-ray series were conducted at touchstone imaging-forest lane. Surgeon referred her to his colleague, dr. (B)(6), who had assisted him during the initial procedure. Patient underwent a second operation by dr. (B)(6) at (B)(6) hospital in early(B)(6) 2018 which consisted of removal of the c5-6 prosthesis, c6 corpectomy, reconstruction arthrodesis c5-7. Surgeon does not have the operative report nor does he know what became of the prosthesis . Dr. (B)(6)'s (B)(6) 2018 follow up note to initial surgeon indicated that the patient was doing well and that her bilateral hand paresthesia had improved. Investigation still in progress.